Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for the syringe pressure sensor. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance for the syringe pressure sensor. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance for the syringe pressure sensor. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness replaced due to fluid ingress causing pressure failure. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks. A review of the device history record showed the device had a manufacture date of 23 feb 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the press snsr harness 8110. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.